Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 hotline accessories received two photos with no damages that could be observed. Sample was returned for evaluation p/n 100/189/080 for testing leakage was detected in the joint between the check valve and pilot balloon; the complaint was confirmed. Not enough solvent was appreciated in the union between the check valve and pilot balloon. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the portex endotracheal tubes was leaking air. This product problem was observed during use. No patient injury or complications were reported in relation to this event.